Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible on the entire length of the catheter and contrast in the inflation lumen, consistent with preparation and use of the catheter. The balloon was loosely folded. The hypotube was separated at the distal end of the strain relief tubing, confirming the reported separation. The fracture faces were oval shaped, as if kinked prior to separation. The hypotube jacket was separated at the same location. The jacket material at the hypotube separation was stretched and jagged. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. In this case, it is possible the shaft was inadvertently torqued during the procedure, resulting in the shaft kinking as there was no damage noted to the catheter prior to use, which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. Further manipulation of the shaft would ultimately result in the shaft separation. The reported shaft separation appears to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. All dilatation catheters are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that during the procedure in an unspecified vessel, the voyager nc dilatation catheter was used to perform post-dilatation successfully. At the conclusion of the procedure, as the catheter was being removed from the sheath, the hub separated from the catheter outside of the anatomy. No resistance was felt and no force was applied. There was no adverse patient effect. Though requested, no additional information was provided.